Event description:
A report was received that during a lead revision surgery, the physician moved the patient's ipg site to a more convent area where the patient can charge more easily. The physician used electrocautery during the revision and the patient's ipg is no longer communicating. The physician was advised per labeling document that current company labeling warns against the use of monopolar electrocautery. The physician and bsn have recommended that the patient's ipg be replaced. The patient does not want the ipg replaced due to not wanting more surgery done.